Event description:
Discordant, falsely low sodium, potassium, and chloride results were obtained on one patient sample on a dimension exl instrument. The operator stated that out of eighty-five samples run, twelve sodium results were falsely low. The discordant results were not reported to the physician(s). The samples were rerun on the same instrument and resulted higher. The rerun results were reported to the physician(s). There were no reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse did not find an instrument malfunction. The cse proactively replaced the clot check board. The cause of the discordant, falsely low sodium, potassium, and chloride results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.